Manufacturer narrative:
Device will not be returned. If the device or additional info becomes available, it will be reported on a supplemental report.

Event description:
Nurse reported, via sales rep, that the surgeon was not able to screw the screws into the target device.